Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report an issue with the insulin pump's vibrating feature. Customer reported that the insulin pump failed to vibrate during the self-test. Customer's blood glucose levels were not included in the report. Product is being replaced.

Manufacturer narrative:
The pump was received with operating currents within specification. The pump passed the unexpected restart error, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was received with no vibrator alert due to the vibrator motor connector not being properly plugged into the interface board. The pump was received with minor scratches on the lcd window.